Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has been returned. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that during a jamshidi bone marrow biopsy procedure, after ejecting the core from the cannula, the physician noticed that a small piece of metal came out behind it. No patient harm was reported. During follow up response it was further reported that a metal fragment measuring less than 1 cm with a rounded shape was observed. There was no reported impact to the patient, healthcare provider, user, or others, and no medical intervention, diagnostics, procedures, or treatment delays were required. The jamshidi needle was used in accordance with the instructions for use (IFU), and no difficulty or resistance was noted during use of the device.